Event description:
Additional information received from rep stating the cause of the intermittent therapy, ins turning off unexpectedly was unknown, actions/interventions were taken to resolve the intermittent therapy, ins turning off unexpectedly was hcp is looking to replace the ipg but not dates have been provided, and the issue has not been resolved as the hcp is looking into replacing the ipg. As of now, the weight of the patient is unknown, and all the information provided has been confirmed with the physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that ins is turning off unexpectedly. Caller stated patient will notice they aren't feeling stimulation and when they connect with patient programmer, it shows stim off icon and patient has to turn stim back on. Caller stated this has been occurring intermittently for a year. Caller stated that this occurred this morning - patient felt stim turn off so when they came into the office for their appointment, they showed the caller their programmer which showed the stim off icon and patient turned ins back on. Prior to today, the last event of stim turning off was 2-3 days ago. Caller had already interrogated ins and exited session prior to calling. Tss had caller re-interrogate ins and access recharge diary which indicated that patient connected momentarily with ins this morning and ins was charged 75%. The last recharge session prior to today was (B)(6)2022 in which the patient charged from 25% to 100% in 3.9 hours. Tss had caller access session report from first interrogation today which showed points of therapy unavailable on (B)(6). Since (B)(6) the ins usage has been 100% usage, except today when it was around 30% (likely as the entire day has not elapsed yet). Tss asked if patient noticed that stim turned off this morning after recharging and patient stated yes, it was after. Tss asked if patient uses the buttons on the side of the recharger and caller stated that when ins is "somewhat dead" patient will use the buttons to turn stim on. The issue was not resolved through troubleshooting. Tss reviewed that since ins was already interrogated once today, a mdt data file would not have any useful data. Tss suspected that patient may be turning ins off inadvertently with recharger buttons as data did not point to the ins turning off due to depletion. Tss reviewed to have patient stop using buttons on the side of recharger and use patient programmer for turning ins on/off only, keep diary of when stim off events occur and meet with patient again in a month or so and capture mdt data file for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
G4: a correction was made to include PMA. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.